Event description:
It was reported that a malfunction occurred on the pump, specifically a momentary power loss to the vibrator motor, indicated by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the same malfunction code did not recur. The customer was informed to continue using the pump and to contact support again if any issue reappears.